Manufacturer narrative:
H3: the drill guide was returned to the manufacturer for analysis. Analysis found that the drill guide did not appear to have any physical damage, although the drill bit would catch near the opening at the tip. It was not possible to visually examine this area. However, the drill bit itself had a rough area near the tip with possible galling, that appeared to be causing the fit issue. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system, automated trajectory guidance unit, and thermal therapy system being used during a cranial resection procedure. It was reported that both the depth stop attachment and drill bit were having trouble moving smoothly within the drill guide. The surgeon opened another set of instruments and was able to proceed with the case. It was believed that since the common denominator was the drill guide (i.e. Both the depth stop attachment and drill bit had trouble moving within the drill guide), the root cause was a defective drill guide. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.